Event description:
"RMA" was not issued, product is not expected to return. The neurosurgical resident reports since the catalog number change, the stylet is (not?) Sticking when it is pulled out. The physician felt this may hinder the placement of the catheter in the ventricle. No patient injury was reported. 11-2001 additional information received from the sales representative. Clarification noted that the stylette was sticking upon removal. No patient injury was observed. The catheter functioned as desired and no problem was noted upon catheter removal.